Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose readings. Customer's blood glucose reading at the time of the incident was 518 mg/dl. Customer reported symptoms of nausea and abdominal pain. Customer's current blood glucose reading is 330 mg/dl and has treated with the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer is currently in the hospital and mentioned that the tape was not sticking due to excessive heat and the cannulas were bent leading to high blood glucose readings. Product is not being returned for analysis.